Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. After the alarm, the customer would change the supplies to the pump. At times, the customer saw sentiment in the tubing line after an occlusion that may have been crystallized insulin. The customer reverted to using a non-tandem pump to manage diabetes. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.